Event description:
- -

Event description:
Additional information was received. A replacement procedure was performed, this device was removed, replaced and returned for analysis.

Event description:
- -

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device communicated appropriately with the programmer and paced and sensed normally. The battery status was elective replacement indicators (eri). To determine if the device was depleting normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. Analysis determined the device had exceeded nominal predicted longevity estimates for this device. It was further determined that this device was pacing 97% in the atrium. At the current programmed parameters, expected longevity was 5.1 years. This device was implanted 5.3 years. It was thought the device reached the eri indicator soon after the previous visit and during the following visit, the longevity appeared to have depleted more rapidly than expected. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced battery depletion within the normal tolerance for this model.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Event description:
Boston scientific crm received information that this device declared end of life status. Five months earlier, interrogation had revealed longevity of one year remaining. The device was in vvi 50 ppm pacing mode. A device replacement procedure will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
When the device has been returned, analysis will be performed in an attempt to determine the root cause of this event.